Event description:
The device was used during a lower anterior resection procedure. Reportedly, the staple line was incomplete. The surgeon created a temporary ileostomy and applied suture to complete the procedure.